Manufacturer narrative:
The investigation for the low pump flow and the positioning has been completed. Pump was returned for investigation. Pump was soaked in water and there was heavy biomaterial found in the cannula and around the impeller. Clinical mentions that there was a motor alarm which was resolved but flows were reduced from 3.8l/m to 0.7l/m and lowering p-levels was of no help. Therefore, the root cause of the low pump flow issue was biomaterial. Data logs were not returned for investigation. Clinical mentions explicitly that pump was initially shallow and deep. After readvancing the pump, it was caught in the mitral valve apparatus and had to be explanted. Therefore, the root cause of the positioning issue was use related to improper technique.

Event description:
The complainant reported the patient was on impella cp support due to the patient having ventricular tachycardia (vt) ablation pre-ablation. After the impella was placed, the pump positioning was was too deep then too shallow. Upon repositioning, the pump got caught on mitral valve apparatus and had to be explanted. Care team prepped device in bowl of hep saline then readvanced into patient, turned on with good flows of 3.4lpm at p-8. The patient then became hypotensive due to the induced vt. The impella had a motor alarm and the impella flows dropped from 3.8 down to .7. Position was confirmed and the staff tried to adjust the p level with no success therefore the pump was explanted. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.